Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly the customer was swimming prior to the issue occurring. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 511 mg/dl, which was addressed with a bolus via the pump. Reportedly, customer had manual injections available as alternate insulin therapy.